Event description:
An email was received regarding two plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in stating that there was leakage from the clave. There was patient involvement, but no patient was harmed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Two used device was received for evaluation on (B)(6) 2026, as received, the secondary port clave was bent and partially separated from the tubing and port on two (2) sets. Stress marks and a rigid break were observed on the clave and tubing. The two (2) sets were leak tested and leakage was observed on two (2) sets. The complaint of leakage can be confirmed on two (2) sets. The probable cause of the bent claves is due to an unintentional bending force during use. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.